Manufacturer narrative:
By checking the DHR of the lot# involved (#1707207), no anomaly was found. This is the first and only complaint received on this lot#. We will provide a final MDR once the investigation will be concluded.

Event description:
Smr revision surgery occurred on the (B)(6) 2019. Primary surgery occurred on the (B)(6)2018. By the xray images taken in (B)(6) 2018, it has been observed that the glenosphere (code# 1376.09.030, lot# 1707207) was completely upward rotated.